Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited noise resulting in crosstalk and inappropriate mode switch. Extra cardiac stimulation was also noted. The ra lead was capped and replaced (B)(6)2021. There were no patient consequences.